Manufacturer narrative:
Physio-control evaluated the customer's device and verified the event code was logged in the device's memory; however, the issue was not duplicated during testing. The device's main keypad assembly was previously replaced to resolve this issue. This service activity occurred after the date of the event code being logged in the device's memory. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs service event code a00b is logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device had an event code logged in its memory. The event code logged is indicative of a failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.